Event description:
Tampon broke... Rope was separated... Tore into pieces [device breakage] case narrative: reporter indicated via social media that the tampons broke while her friend was using them. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.